Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) channel. As a result, two inappropriate bursts of anti-tachycardia pacing (atp) were delivered. The clinical representative suspected possible electromagnetic interference (emi). Technical services (ts) recommended further testing with isometric exercises. In addition, an increase in the rv impedance measurements was observed, although the values remained within range. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5, e1 and h6 device codes. Prv. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) channel. As a result, two inappropriate bursts of anti-tachycardia pacing (atp) were delivered. The clinical representative suspected possible electromagnetic interference (emi). Technical services (ts) recommended further testing with isometric exercises. In addition, a decrease in the rv pacing impedance measurements was observed, although the values remained within range. No adverse patient effects were reported. This ICD remains in service.